Event description:
Doctor reported loss of integration with peri-implantitis and inflammation. Loss of integration.

Event description:
Doctor reported loss of integration with peri-implantitis and inflammation.. Loss of integration.